Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction of the drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review of kit lot f303 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot f303 for the reported complaint issue shows no trends. Trends were reviewed for complaint categories, drive tube leak/break, and alarm #7: blood leak (centrifuge chamber). No trends were detected for each complaint category. A photo analysis was conducted for this complaint. A review of the photo confirmed the blood leak, and drive tube break, however the cause of the break could not be determined based on the information provided. No further action required. This investigation is now complete. (B)(4).

Event description:
Customer called to report that at 80 ml whole blood processed, the drive tube broke resulting in a blood leak. The procedure was aborted without returning blood to the patient. Customer stated there were no alarms prior to the drive tube break. Customer stated the patient is stable and will receive treatment on a different instrument. Customer has returned photos for investigation.